Event description:
This lead was repositioned due to dislodgement. The lead remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted and replaced on (B)(6) 2019 due to dislodgement. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.